Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat severely calcified lesion below the right knee via an ipsilateral antegrade approach. During the procedure, the tip extended from the shaft and detached and was still connected to the core wire. It was further reported that it was impossible to move the guidewire toward the tip. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq device was received for evaluation. Upon visual evaluation, it was noted the distal tip was separated from the sheath but not detached along with the core wire exposed. No anomalies noted to the handles or saline hub. Marker band was present. Upon functional and microscopic visual evaluation, it was noted there was peeling over the marker band. There was no damage noted to the tip of the inner guidewire lumen. Due to the material separation present on the distal end, an in-house guidewire was not inserted via the distal tip. An in-house guidewire was inserted from the hub. Before insertion, the gw lumen was flushed but water did not exit from the distal end. Resistance was noted. Under lighting, blockage could be seen preventing the guidewire advancement. The catheter was cut, and it was noted dried blood exited once the guidewire was advanced. The distal tip was cut to see the additional blockage. The guidewire inserted in the gw lumen, resistance was felt and under lighting additional blockage of dried blood was withing the lumen. No other additional testing was performed. Therefore, the investigation is confirmed for the reported material separation as the distal tip was noted to be separated from the sheath but not detached along with the core wire exposed. Also, the investigation is confirmed for the reported guidewire incompatibility as the insertion of the guidewire through the hub was resisted by the blood strain present in the guidewire lumen. And the investigation is confirmed for the identified peeling as the peeling over the marker band was noted. A definitive root cause for the reported guidewire incompatibility, material separation and identified peeling could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat severely calcified lesion below the right knee via an ipsilateral antegrade approach. During the procedure, the tip extended from the shaft and detached and was still connected to the core wire. It was further reported that it was impossible to move the guidewire toward the tip. There was no reported patient injury.